Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included atorvastatin from (B)(6) 2016 to (B)(6) 2016, benzatropine mesilate (benztropine), diazepam, ergocalciferol (vitamin d2), escitalopram since (B)(6) 2016, ferrous sulfate (ferrous sulphate), haloperidol, medroxyprogesterone, metformin, oxycodone, vicodin and vitamin b12 (cyanocobalamin and analogues). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), depression ("depressed, depression"), rash ("rashes"), abdominal pain upper ("pain, stomach pain"), bladder pain ("pain, bladder pain"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("pain, vaginal pain"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood altered ("hormonal changes describe: mood changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxious"), headache ("migraines / headaches, pain head") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen and surgery (total hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, depression and anxiety had not resolved, the migraine and headache had resolved, the hot flush, mood altered, menorrhagia, vaginal haemorrhage, female sexual dysfunction, rash, urinary tract disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia and fatigue outcome was unknown and the dyspareunia, abdominal pain upper, bladder pain and vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, bladder pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on an unknown date: confirmed proper placement. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, treatment medication, concomitant disease, new events hot flush, mood altered, menorrhagia, vaginal haemorrhage, female sexual dysfunction, rash, urinary tract disorder, headache, dysmenorrhea, dyspareunia, abdominal pain upper, bladder pain, vaginal discharge, weight increased, alopecia, fatigue and vulvovaginal pain added. Outcome for the events migraine, headache added as recovered / resolved and for events dyspareunia, abdominal pain upper, bladder pain and vulvovaginal pain added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), depression ("depressed"), migraine ("migraines") and anxiety ("anxious"). The patient was treated with surgery (total hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal distension, depression, migraine and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, anxiety, depression, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.